Event description:
It was reported that the handpiece had a loose acoustic mount.

Manufacturer narrative:
Evaluation summary: the reported event has been confirmed. The hand piece was returned with a loose mount. The hand piece was tested with a generator and no error codes were found. The instrument was disassembled, moisture and a torn acoustic isolator were found in the instrument.